Event description:
It was reported that the device would not power on with known good batteries. There was no known patient involvement associated with the event.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of an inductor, designator l1 from the analog pcb assembly. The legs 1-4 of the inductor l1 were open, which caused the unit to not power on.